Event description:
Customer reported a button error on her insulin pump. The screen is frozen and the buttons are unresponsive. Customer's blood glucose is 107 mg/dl. The device was exposed to sweat. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump intermittent button response due to moisture damage on keypad traces. Insulin pump was monitored. Time clock advances. No frozen display noted. Insulin pump received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.